Manufacturer narrative:
No testing methods performed. No results available since no evaluation performed. Unable to confirm complaint. Device not returned.

Event description:
On (B)(6) 2017 a patient¿s (pt) parent called to report a current issue with the acuvue2 brand contact lenses. During the telephone conversation, the pt's parent reported the first week of (B)(6) 2017, the pt woke up with conjunctivitis. The pt went to the urgent care center and was diagnosed with ¿unresolved conjunctivitis¿ and prescribed moflag d every four hours for one week. The pt went back one week later and the conjunctivitis was ongoing, so the pt was prescribed gatidex every four hours for one week. The pt went to the ophthalmologist for a one week follow-up and pt was given an additional prescription (medication was unknown) every four hours for one week. The pt was also placed on contact lens rest for an additional week after the medication was completed. On (B)(6) 2017 a call was placed to the pts treating eye care provider (ecp) who provided the additional information: the ecp reported the pt was treated for unresolved bacterial conjunctivitis in (B)(6) 2017 with gatidex drops every three hours for one week. The pt was not to return to contact lens wear for an additional seven days after the medication was completed; the pt was cleared for return to contact lens wear. No additional medical information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002tgs was produced under normal conditions. This report is for the pts od event. The event for the pts od will be submitted in a separate report. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.